Event description:
During left heart catheterization, the dye chamber would not keep refilling itself and had to be manually refilled multiple times. At one point air was in the tubing and there was still dye in the bottle. The air was caught before entering the patient and there was no harm to the patient. Manufacturer response for IV tubing, merit custom manifold kit (per site reporter): manufacturer was contacted by rn, clinical manager of catheterization lab regarding this product and the concern for serious injury to the patient. Merit confirmed other facilities had similar problems and a voluntary recall of certain lot numbers of this product would be instituted.